Event description:
Information was received, per the patient's daughter, indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump was administering unnecessary extra doses and manipulating the pump "due to the dementia he suffers from." Per reporter, the daughter was requesting assistance to help block the patient from administering the extra doses when they are not needed. The lock level settings on the pump were not provided and this information has been requested from the reporter. No adverse patient effects were reported.